Event description:
As reported, approximately 8 years post op initial right tha, this male patient was revised. Surgeon retained the cup and stem. He cemented a competitors liner into existing cup after grafting the boney void behind the cup. He then reimplanted exactech biolox delta options head. Patient was last known to be in stable condition following the event. Product not returning, sent to pathology.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6). 164-02-10 - element-stem, collarless w/ha, high offset, sz 10. (B)(6). 170-36-93 - biolox delta femoral head 36mm od, -3.5mm (B)(6). 180-01-54 - nv crown cup clstr hole 54mm group 2 (B)(6). 180-65-20 - alteon 6.5mm screw, 20mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g1, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. Images and radiographs were provided but the radiograph was not reflective of device, bone void around screw that was mentioned in the experience report. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.